Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the device was connected to two different processors and after cleaning, only a test image was displayed on the monitor. The issue occurred during an unspecified procedure involving an Olympus Colonovideoscope. There was no patient injury reported.